Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt underwent revision surgery due to a reported lead fracture. Attempts for further info and product return have been unsuccessful to date.

Event description:
Further information reveals that the product was discarded during surgery and cannot be returned to manufacturer for analysis. Follow-up with physician reveals that no known patient manipulation or trauma occurred that is believed to have caused or contributed to the lead fracture. X-rays were sent to manufacturer, but analysis is pending.

Event description:
X-rays received were reviewed by the manufacturer. Based on the x-rays received, a lead discontinuity was found in the neck area near the electrodes during analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.